Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed with peri-implantitis. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that four months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed with peri-implantitis. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.